Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited a leak with male/male luer, 0.2-micron air-eliminating filter, integral anti-siphon valve, and clamp. It was reported some patients exhibited pah symptoms. No further information provided.